Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer jumped into a swimming pool with insulin pump attached. It was reported that numbers on insulin pump continued to scroll and buttons were getting stuck. It was also reported that insulin pump received a motor error alarm and a no delivery alarm. No delivery alarm was resolved with a completed set change. Customer's blood glucose was 229 mg/dl. It was reported that customer had ketones and diabetic ketoacidosis which was treated at home. It was advised that insulin pump would be replaced.